Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related manufacturer reference number: (B)(4).

Event description:
It was reported a 30 mm amplatzer pfo occluder was chosen for procedure (B)(6) 2022. During the procedure, the user reported both the right and the left discs of the device presented with a rounded, bulbous shape deformation when attempting to deploy the device. The device was removed from the patient. A new 30 mm amplatzer pfo occluder was selected but the same event occurred. Both right and left discs took a rounded shape when deployed. The device was removed prior to release from the delivery cable. The physician used an non-abbott device to treat the defect. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported a 30 mm amplatzer pfo occluder was chosen for procedure 31 march 2022. During the procedure, the user reported both the right and the left discs of the device presented with a rounded, bulbous shape deformation when attempting to deploy the device. The device was removed from the patient. A new 30 mm amplatzer pfo occluder was selected but the same event occurred. Both right and left discs took a rounded shape when deployed. The device was removed prior to release from the delivery cable. The physician used an non-abbott device to treat the defect. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received that there was no interaction of the device with the patient's anatomy. There were no angulations or kinks in the delivery system. No additional information was reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.